Event description:
During angiography of rt lower extremity, there was some resistance to advancing the balloon (abbott vascular trek 4.0mm x 20mm, 145cm, ref 1012278-20, lot 21012g2 rx); therefore, the balloon was pulled out of the crossover sheath and it was noted that only part of the balloon that is the stiff shaft came out but the rest of the balloon was still in the leg. Under fluoroscopic guidance, the tip of the balloon was found to be in the mid sfa and so the decision was made to try to retrieve that broken piece of the balloon. After several unsuccessful attempts, the sheath was changed into a 7-french long sheath that was advanced into the dilated sfa and a snare catheter was used to snare the broken piece of the balloon out through the sheath. The whole piece of the broken balloon was retrieved through the sheath.